Manufacturer narrative:
(B)(4). Batch # p57w8r. Investigation summary ==> the analysis found that one psee60a device was returned with no apparent damage and with a gst60b partially fired cartridge loaded on the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric bypass procedure the device would not fire or release on the third firing with an unknown reload and no buttressing material. It was unknown how the device was removed from the patient. Procedure was completed with another device of the same product code. There were no patient consequences reported.